Manufacturer narrative:
Device received missing segments or partial display due to cracked and bleeding lcd. Unable to perform the displacement and self test due to cracked bleeding lcd noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump's display was not working. The customer¿s blood glucose level was 80 mg/dl at the time of the incident. Customer stated that the pump fell and got caught in the door and the pump had a damaged screen and it was not working. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.